Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a routine generator change, prior to the procedure, it was observed by x-ray the patient's right atrial lead was dislodged. The lead wad capped and replaced. The patient was discharged.